Event description:
It was reported that approximately one day post implant the implantable pacing lead exhibited loss of stimulation. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.